Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Patient information could not be obtained after multiple attempts.

Event description:
The customer reported that during a pacemaker implant procedure, the image went dark for approximately 2 seconds resulting in a myocardial perforation.

Manufacturer narrative:
Ge healthcare's investigation of this event is complete. The field service engineer (fse) performed an evaluation of the device and was not able to duplicate the reported issue. A root cause investigation was performed. A review of the device's log files did not identify the occurrence of any error or malfunction that would have caused the reported issue. A probable root cause for the situation reported by the customer could not be determined.